Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received therapies due to multiple ventricular tachycardia/ ventricular fibrillation episodes. Review of episodes indicated that the device failed to deliver shock for one of the episode. Upon interrogation, it was noted that device was undersensing and the rhythm returned to sinus inappropriately withholding therapies. Programming changes were made. The patient in stable post interrogation.